Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04835. It was reported that subsequent to a coronary stenting treatment procedure, the patient experienced st segment elevation myocardial infarction and target vessel revascularization occurred. In (B)(6) 2010, a non-study taxus stent was placed in the rca (right coronary artery). In (B)(6) 2012, the subject presented with stable angina and underwent cardiac catheterization which revealed 3 target lesions. First was a de novo lesion in the proximal left anterior descending (lad) artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and placement of a 3.00 x 28 mm taxus liberte stent, with 0% residual stenosis. Second was a de novo lesion in the mid lad with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.50 x 32 mm taxus liberte stent, with 0% residual stenosis. Third was a de novo lesion in the distal lad with 80% stenosis and was 35 mm long with a reference vessel diameter of 2.3 mm. It was treated with pre-dilatation and placement of a 2.50 x 38 mm taxus liberte stent (per (B)(4), 2.50 x 32 mm taxus liberte stent), with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented with chest pain and associated with shortness of breath and was hospitalized on the same day. ECG revealed st segment elevation myocardial infarction. Cardiac enzymes were elevated consistent with myocardial infarction. At the time of the event, the subject was taking aspirin. The subject was diagnosed with st elevation myocardial infarction and underwent cardiac catheterization which revealed a 95% in-stent restenosis and subtotal occlusion in proximal portion of the lad. It was treated with balloon angioplasty and placement of a 3.00 x 15 mm non-bsc stent, with 0% residual stenosis. In addition, a non-target lesion, totally occluded 2nd obtuse marginal and was treated with balloon angioplasty and placement of a 2.75 x 15 mm non-bsc stent, with 0% residual stenosis. During the course of event, the subject was treated medically. Two days after, the event was considered resolved without residual effects and the subject was discharged on same day on aspirin and effient.